Event description:
It was reported that the device depleted sooner than expected. The rate of battery decline was consistent. Checks of previous programming did not reveal excessive voltages. No therapies had been delivered and impedances were satisfactory. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed that the device met 80% of expected longevity.